Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h11. Result of investigation: vyaire field service went onsite could not duplicate the problem. All work performed in accordance with avea service manual revision g. Performed est (extended system test) and performance check all passed. Vent is operational and meets OEM (original equipment manufacture) specifications.

Manufacturer narrative:
H3: 81 other ¿ currently, the suspect device has not been returned for evaluation. Therefore, a root cause has not been determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical: the avea ventilator had inop error while on a patient. The patient required medical intervention.